Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. The polarx device was then dissected, and the outer balloon line located inside of the handle was pressurized while submerged in a water bath to locate a potential leak. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The hole was found solely in the outer balloon and located in the center equator region of the balloon.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, despite of having a successful cooling of the 4 pulmonary veins, when the balloon was inside the body but had not inflated a blood detection error was displayed. When the pulmonary vein was isolated, and the balloon was removed, it was observed a hole on the device. The physician then inflated the balloon and confirmed that air was leaking from it. Blood was observed inside the balloon. The procedure was completed using the original device and no patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a procedure a polarx fit balloon catheter was selected for use. However, despite of having a successful cooling of the 4 pulmonary veins, when the balloon was inside the body but had not inflated a blood detection error was displayed. When the pulmonary vein was isolated, and the balloon was removed, it was observed a hole on the device. The physician then inflated the balloon and confirmed that air was leaking from it. Blood was observed inside the balloon. The procedure was completed using the original device and no patient complications were reported. The device is expected to be returned for laboratory analysis.